Manufacturer narrative:
(B)(4). Stent fracture can be a result of, but is not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the fracture occurred post procedure. Although a definitive cause for the reported stent fracture could not be determined, there is no indication of a product quality deficiency. Reportedly, the patient experienced headaches. It should be noted that the xact instructions for use (IFU) lists headaches as a known adverse patient effect. In this case, it is possible that the fractured stent contributed to the reported headaches; however, this cannot be confirmed. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined

Event description:
It was reported that on (B)(6) 2009, approximately one year post xact stent implantation in the left internal carotid artery (lica), the patient fell down the stairs. An x-ray was done, but no adverse patient sequela resulted. On (B)(6) 2010, the patient reported headaches. On (B)(6) 2010, the patient had a routine x-ray of the lica and a grade 5 spiral spiral fracture was found. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: angiomax. Embolic protection: emboshield (22434-19, lot # 506934). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.